Manufacturer narrative:
The reported oad was received for analysis. Adhered biological material was observed on the driveshaft and crown. The morphology and exact root cause of the accumulated biological material is unknown. An in-house guide wire was passed through the oad with no issue. The oad was connected to an in-house saline pump, and the leds illuminated and defaulted to low speed as expected. When tested, the oad would not spin at either low nor high speed. The oad did spin properly in glide assist mode, however the device would not stop spinning in glide assist mode when the brake lever was either activated or deactivated. Evaluation revealed that potting material had wicked between the terminal connector pins. When the potting material was removed from the brake switch connector and the oad was retested, a capacitor became damaged and failed, possibly due to handling and manipulation during analysis. Therefore, additional functional testing was not possible. The failed capacitor was not considered a contributing factor to the reported event. The brake switch of the oad was examined, and there was no damage found of the brake switch or trace material. The brake switch was installed on another oad and functioned as intended. At the conclusion of device analysis, the event of the oad not spinning was confirmed. The device history record for this oad lot number has been reviewed. The review showed one previous instance of a device scrapped before distribution due to failing the final function testing as the device would not spin, however, the root cause of the device not spinning was unknown. The device noted in this report met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During set-up for a procedure, the diamondback coronary orbital atherectomy device (oad) would not spin when tested outside of the patient. A second oad was used to complete the procedure with no patient complications. Device analysis identified that the device would not stop spinning in glide assist mode when the brake lever was activated or deactivated. Based on this information, this was determined to meet the definition of a reportable event.

Manufacturer narrative:
Device analysis identified that the device would not stop spinning in glideassist mode when the brake lever was activated or deactivated. This analysis finding was reviewed by csi and it was determined it does not meet the definition of a reportable event since the glideassist function does not induce appreciable orbit of the crown. Csi ID# (B)(4).